Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air gap in the tubing near the site. The customer's blood glucose level was in the 300's (mg/dl) and it was addressed with a correction bolus via the pump. Reportedly, the customer was able to prime the air out of the tubing and resume insulin delivery.